Manufacturer narrative:
(B)(4). Other remarks: user facility report no.: mw5072864.

Event description:
It was reported via a user facility report. Patient with an intra-aortic balloon (iab) in attempt to wean from the intra-aortic balloon pump (iabp), the patient was placed on 1:4 for 15-20 minutes. After return to 1:1 results from am echo showed subsequent vsd. Despite patient tolerating 1:4 therapy, decision to keep iabp due to removal possibly further stressing cardiac function. Approximately 30 minutes later, inspection found in iabp tubing indicating iabp balloon rupture. Patient immediately began showing hemodynamic compromise. High dose inotropes initiated and iabp was removed by provider team. Pt continued to decline, further surgical intervention was declined and family chose to withdraw care. Pt passed later in the afternoon". There is no facility contact information, partial lot# provided 17b0024, no serial#, device is reported to be unavailable and the user facility report reporter is stated to be a nurse. No other information was provided.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: user facility report no: mw5072864.

Event description:
It was reported via a user facility report. Patient with an intra-aortic balloon (iab) in attempt to wean from the intra-aortic balloon pump (iabp), the patient was placed on 1:4 for 15-20 minutes. After return to 1:1 results from am echo showed subsequent vsd. Despite patient tolerating 1:4 therapy, decision to keep iabp due to removal possibly further stressing cardiac function. Approximately 30 minutes later, inspection found in iabp tubing indicating iabp balloon rupture. Patient immediately began showing hemodynamic compromise. High dose inotropes initiated and iabp was removed by provider team. Pt continued to decline, further surgical intervention was declined and family chose to withdraw care. Pt passed later in the afternoon". There is no facility contact information, partial lot# provided 17b0024, no serial#, device is reported to be unavailable and the user facility report reporter is stated to be a nurse. No other information was provided.